Event description:
When removing the drainage catheter, the thread was left inside the patient. Information was provided that initially, the patient was in some pain as an attempt was made to remove the string. It was successfully removed the following day with the use of local anesthetic and a dilator. The doctors were not concerned with this issue and thought that the patient's size and the length of insertion were contributing factors (the catheter had been in place for approximately 6 months). There was no harm to the patient.

Manufacturer narrative:
Evaluation: the information provided stated that the complaint device was a 8.5fr. However, upon receipt of the returned device, it was found to be a 14fr. Also noted was the tubing severed, approximately 1cm below the mac-loc assembly. A visual examination found a small section of string inside the tubing, trapped between the cap and mac-loc assembly. The remainder of the string was not returned. Additional information provided stated that the device was in place for approximately 6 months. This may have resulted in the string becoming encrusted, thus preventing the string from easily being removed. Considering the condition of the returned device, it appears that the string was cut and separated during withdrawal of the catheter. Therefore, it is feasible to say this incident occurred beyond the conrol of cook incorporated, due to intervention of the physician. We can assure this string is verified to be secure 100%, prior to further processing.